Event description:
Pt required surgical procedure for failed pacemaker. Operative procedure: removal of ventricular lead, placement of screw-in ventricular lead, replacement of pacemaker. Pt had also an implantation of v-lead due to failed ventricular lead in a dual-chamber pacemaker.